Event description:
It was reported that the device gives water circulation alarms and the air bubble sensor is broken. Patient involvement is unknown.

Manufacturer narrative:
Other, other text: b3: date of event is unknow. No product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Additional information:

Event description:
Additional information was received confirming that no adverse effects, and no patient involvement or encounter occurred.

Manufacturer narrative:
H6: event methods, evaluation, and conclusion codes: updated. One warmer device was received for investigation. During visual inspection the device was observed to have a damaged display label, an air detector is missing the door and locking latch. The reported issue was confirmed during functional testing when the device activated an interlock air detector alarm. The investigation traced this issue to a missing door and locking latch on the air detector component. The air detector door and mount block assembly, o-rings, fan guard and return tube were all replaced, and the device passed all testing. Service history review identified no issues relevant to the reported complaint. The investigation attributed the observed condition to user interface.